Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was self-suspending after receiving an empty cartridge alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed a replace cartridge alarm on (B)(4) 2013 at 12:19. The pump was then suspended at (B)(4) 2013 at 12:26. A rewind was performed at 12:27. The pump was not primed after the rewind and a no delivery, no prime warning was recorded at 12:31. A 1.0 unit per hour basal program was executed in the pump for a 24 hour duration period; no self-suspending occurred during this time period. No hypersensitive keys were observed on keypad. A 10 unit audio and 10unit normal bolus were successfully performed and were accurately recorded in the pump history. The issue of the pump self-suspending was duplicated during the investigation.